Event description:
It was reported that the pump touch screen was unresponsive and that there was an occlusion alarm. Customers blood glucose level was 200 mg/dl. Customer cleared the alarm, charged pump, and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.